Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose value was 127mg/dl. Customer also received low battery alarm but declined to do troubleshoot since it was already resolved. Customer changed battery on pump, still she kept getting the alarm when she changed her pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no low battery alert and unexpected alarm was noted. The insulin pump was received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.